Event description:
General report received of an undocumented number of undocumented incidents of distal occlusion alarms occurring. The customer states that there was one incident that involved a code situation in the sicu. Each time an IV push medication was given, the pump would alarm distal occlusion. It was reported that the patient's blood pressure did decrease. It is unknown if the alarm occurred during or after the IV push administration. Although requested it was unknown to the reporter what intervention, if any, was required. It is also unknown what would clear the alarm situation. Additional pt and event info was requrested, but no furhter info was available.